Event description:
Philips received a complaint by the customer on the v60 indicating that the device is failing electrical safety testing. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed is completing incoming inspections for several rental units at sisters of charity hospital. Advised customer the latest version of the service manual is version t. Advised biomed the gas outlet port is made of anodized aluminum. Score the upper inside surface to achieve a good ground resistance reading. Biomed is reporting the unit is now passing the testing. It is determined that this is a use error, needed assistance. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.